Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, high, out of range pacing lead impedance and increased capture threshold were observed. An episode of noise was also noted. The lead was capped and replaced on (B)(6) 2016. The patient was doing well.